Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 2.50x16mm promus element plus stent was selected to treat the target lesion; however the device was not able to cross the target lesion. After several attempts to cross the lesion, it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 2.50x16mm promus element¿ plus stent was selected to treat the target lesion; however the device was not able to cross the target lesion. After several attempts to cross the lesion, it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).